Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose level was impacted 581 mg/dl. It was indicated that the customer received a correction bolus to stabilize high blood glucose level. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that the contact will consult with health care provider regarding alternate insulin therapy.